Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine (1.0 mg/ml at 0.2499 mg/day), bupivacaine (30.0 mg/ml at 7.498 mg/day), and baclofen (150.0 mcg/ml at 37.49 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported that examination on (B)(6) 2015 revealed a lumbar site seroma. An intervention of apply pressure to the site and pressure dressing applied to site was done on (B)(6) 2015. The patient reported the seroma persisted and had become painful on (B)(6) 2015. The patient was encouraged to continue applying pressure to the site on (B)(6) 2015. The patient reported the seroma site changed from soft to hard on (B)(6) 2016. 30ml was aspirated from the seroma site on (B)(6) 2016 and the patient was instructed to apply pressure to the site and increase protein intake. A catheter revision was performed on (B)(6) 2016. The outcome was resolved without sequelae on (B)(6) 2016. The etiology of the event was noted as not related to the device or therapy and related to the implant procedure. No further complications were anticipated/reported.